Manufacturer narrative:
Additional/updated information can be found in the following fields: b4: date of this report. G6: type of report. H2: if follow up, what type? H6: adverse event problem (investigation findings and investigation conclusions) h10: additional manufacturer narrative this supplemental MDR is being submitted to revise the investigation conclusions code to cause not established (4315) and to reflect the addition of usage problem identified (4248) for investigation findings in section h6.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred upon insertion of the arterial sheath of the neuroprotection system (nps). The physician placed an unplanned additional stent to cover the dissection. The procedure was completed successfully with no further complications reported.